Manufacturer narrative:
Lot history review reveals no mfg issues and no other complaints for this lot. Tactual examination of catheter is unremarkable. Patency to flushing and aspiration of both reservoirs/lumens is demonatrated by accessing the reservoirs with 12cc syrige fitted with a 22 ga. Winged infusion set. Small leak is noted flowing from strain relief as catheter's distal tip is occluded and left reservoir/lumen is hydraulically pressurized until septum bulges. No leaks are noted from distal tip of superficial crease found angling across inferior longitudinal axis of strain relief. No collateral damage is noted on strain relief or cath-lock. Crease in strain relief may be result of anchoring suture placed by user to ensure stability of device. Pt's natural body movement may have caused suture to rub against and cut into silicone material of strain relief. Medwatch form dated 11/10/1997 indicates port functioned successfully from placement (10/1/1997) until 10/9/1997. Dye studies at time indicate catheter's distal tip had displaced from pointing inferiorly down svc to pointing medially within svc. Dys study also indicated contrast solution leaked from (unspecified point along) catheter towared port. Excision occurred 10/17/1997. This info indicated the displacement of catheter's distal tip as well as leak developed over approximately one week period. Complaint file also indicated that aspiration could not be accomplished, however, infusion was possible. May hve been caused by catheter's distal tip becoming drawn against vessel wall during aspiration, preventing blood withdrawl. Subsequent infusion pushed catheter's distal tip away from vessel inner diameter. Catheter's distal tip has undulating edge and striated face indicating it had been cut with sharp instrument similar to scalpel or other bladed instrument. Complaint of subcutaneous leak is confirmed. Damage found at leak site may have resulted from placement of anchoring suture. It should be recorded as user-related. Product instructions for use cautions that if sutures are used to secure catheter, care should be taken to avoid occluding or cutting catheter. Spontaneous malposition or retraction of catheter tip is listed in product instructions for use a possible complication of central venous catheters.